Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: synergy ous mr 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. The stent struts were severely damaged and stretched particularly the distal end of the stent. The stent had moved approximately 1cm from the distal edge of the proximal markerband in a distal direction. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating correct positioning of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 16-jun-2017. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid-left anterior descending artery (lad). After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15mm emerge balloon catheter. Subsequently, a 3.00 x 32mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with implantation of another 3.00 x 32mm synergy stent. Post-dilation was performed with a 3.5x8mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent moved on balloon and stent damaged.